Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a kinked cannula on a non-tandem infusion set. Customer's blood glucose (bg) level was 396 mg/dl with a 2.8 level of ketones. Customer changed the infusion set, and administered insulin to address bg level. Additional infusion set information was not provided.